Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. System operates as intended.

Event description:
Customer reported the vertical lift only intermittently works. No pt injury was reported.